Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 413mg/dl with extreme thirst and excess urination. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. It was reported that the patient remained on the pump. The reporter alleged receiving multiple ¿loss of prime¿ warnings resulting in the hyperglycemia. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with ¿loss of prime¿. This complaint is on the insulin cartridge.